Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a hole in the pebax of the smart touch bidirectional sf catheter. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The instructions for use contain the following warning stated in the carto 3 system manual: before use, check if irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. Also, do not continue the use of the catheter if is not functioning properly or present physical damage. A manufacturing record evaluation was performed for the finished device 30616730l number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported that as cavotricuspid ishmus (cti) was conducted, after pulmonary vein isolation (pvi) was conducted, cti recurrence was confirmed. Stsf and pentaray nav eco were replaced for ra mapping. When the stsf was reinserted, blood was found in the internal spring at the catheter tip. The catheter was replaced, but an error 106 (force error) occurred. The cable was replaced, but there was no improvement. (Lot: 30616722 l) the event improved again with the catheter exchange. The procedure was successfully completed. No patient consequences were reported. Force issue is not MDR-reportable. Hole in the pebax is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a hole in the pebax of the smart touch bidirectional sf catheter. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The instructions for use contain the following warning stated in the carto 3 system manual: before use, check if irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. Also, do not continue the use of the catheter if is not functioning properly or present physical damage. A manufacturing record evaluation was performed for the finished device 30616730l number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported that as cavotricuspid ishmus (cti) was conducted, after pulmonary vein isolation (pvi) was conducted, cti recurrence was confirmed. Stsf and pentaray nav eco were replaced for ra mapping. When the stsf was reinserted, blood was found in the internal spring at the catheter tip. The catheter was replaced, but an error 106 (force error) occurred. The cable was replaced, but there was no improvement. (Lot: 30616722 l) the event improved again with the catheter exchange. The procedure was successfully completed. No patient consequences were reported. Force issue is not MDR-reportable. Hole in the pebax is MDR-reportable.